Manufacturer narrative:
Device #2: proglide part #12673-03, lot #70009-6h will be filed under a separate medwatch MFR number. The device was received. Investigation is not complete.

Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported the a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery, after an interventional procedure. Reportedly, a cuff miss was experienced. All steps were followed according to the instructions for use, to successfully remove the device. A second proglide device was used with the same results. A third proglide device was used to achieve hemostasis. Though requested, no additional information was provided.